Event description:
After the electrode had been used for 2 minutes, the generator would display ¿output shorted¿ but would not reset itself automatically. The black mode button would be pushed and the electrode would work only for a short amount of time. The white plastic surrounding the active tip of the electrode seemed to disintegrate and leave a black mark (looks like the burnt plastic) in the soft tissue. Nothing was left in the patient at the end of the operation. This extended case time by 5 minutes. Status of patient ¿ not known.

Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with this failure within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.